Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during evaluation. The alarm was caused by the upper auxiliary flex tail not being properly secured in the j1 connector on the input/output pcb. The flex tail was secured and the device was reworked to correct this condition.